Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the device diagnosis was updated to catheter break/cut. The pump was mobile and freely spinning in the pocket. The pump was surgically re-secured in the pocket during the surgery for catheter replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (5.0 mg/ml at 0.8597 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient reported exacerbation of back and leg pain on (B)(6) 2017. The clinical diagnosis was increased pain. Reprogramming occurred on (B)(6) 2017 in which the pump was increased. Reprogramming occurred on (B)(6) 2017 in which the pump was increased. The patient reported worsening back pain radiating into the bilateral buttocks and legs. The patient couldn¿t recall an injury. It was noted there was no improvement after the last refill. During the pump check, cerebrospinal fluid (csf) could not be aspirated while performing a catheter access port (cap) contrast study. The catheter was thought to be occluded. Reprogramming occurred on (B)(6) 2017 in which the pump was increased. Surgical observation on (B)(6) 2017 gave results of the pump freely spinning in the pocket. The catheter was broken and wound numerous times around itself. The device diagnosis was catheter occlusion. The decision was made to replace the catheter. The catheter was explanted and replaced on (B)(6) 2017. A dose decrease following the catheter replacement was reprogrammed on (B)(6) 2017. A reprogramming of a 10% increase was performed on (B)(6) 2017. The outcome was resolved with sequelae on (B)(6) 2017. The sequelae was noted as seroma. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).